Manufacturer narrative:
(B)(4). Additional/correction: the service history review information was inadvertently omitted in the follow-up medwatch report. A service history review revealed that the device has not been previously serviced prior to this event. Additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a user error. Upon visual inspection of the device, damaged display was observed. Additional: the sample receipt date has been provided. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device was expected to infusion for 24 hours, but infused for 7 hours. The device was filled with 2.100 milligrams of methotrexate (84 milliliters) diluted in 500 milliliters fisiologic solution. The sale representative verified on the pump that the nurse programmed 2100 milliliters to infuse on 24 hours with flow 87.5 milliliters/hour and the correct would be 584 milliliters to infuse by 24 hours with flow 24.3 milliliters/hour. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). The device is reported to be available, and a request has been made. A follow-up medwatch report will be submitted upon evaluation or if additional information becomes available.